Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer indicated via phone call of unexplained low blood glucose of 34 mg/dl to 47 mg/dl for 5 days. Troubleshooting found that the customer's basal rates were recently changed by their doctor. Troubleshooting assisted customer in changing the temp basal and advised to follow up with their doctor regarding the low blood glucose. Customer declined further troubleshooting for the low blood glucose.